Event description:
It was reported to sharps on (B)(6) 2010, that a customer was stuck with a used needle protruding from a 1 quart sharps container (model number 10100) on (B)(6) 2010.

Manufacturer narrative:
Investigation is underway. Upon completion, results will be forwarded.